Event description:
The reporter stated that the surgeon had implanted a silicone intraocular lens model aq2003v on 6/21/2005 and explanted the lens from patients eye in 2005 due to a miscalculation of dioptric power.